Event description:
It was reported by customer that the cork on the t-port connected to the PICC stylet popped open when flushed. "Popped the cork while flushing over the wire. The clamp was open and the line was fully inserted in the vessel, ready to obtain 3cg image. I applied the usual pressure to the lumen and it immediately popped the cork out. 3cg was appropriate and no other issues were encountered."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the septum of the t-lock assembly becoming dislodged from the housing is confirmed, but the root cause could not be determined. One t-lock extension set and its stylet and tether was returned for evaluation. An initial visual observation of the returned t-lock extension set revealed saline use residues throughout the returned device. It was observed that the septum of the device was dislocated from its plastic housing. A microscopic observation revealed no unusual deformation surrounding the plastic of the t-lock assembly, and no unusual deformation was observed along the rubber stopper of the t-lock assembly. Potential causes of failure include over-pressurization of the t-lock assembly or miss assembly during manufacture of the product; however, because the device was used upon the return of the product, the cause of failure could not be determined. Potential contributing factors include over-pressurization and device manipulation prior to or during attempted use. This complaint will be recorded for future trending and monitoring purposes.